Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The technician was able to resolve the reported issue via troubleshooting over the phone. The customer was sent a replacement acpa. The likely cause of the reported issue was a faulty acpa. The device was not returned to stryker for evaluation. The reported issue could not be duplicated or verified. The conclusive cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.